Event description:
It was reported that there were concerns of a premature battery depletion for the implantable cardioverter defibrillator (ICD) device. The device was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for the implantable cardioverter defibrillator (ICD) device. The device was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.